Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28mm x 2.25mm target lesion was located in the lightly tortuous and moderately calcified right coronary artery (rca). A 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by MFR: promus premier ous mr 28 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage, with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the lightly tortuous and moderately calcified right coronary artery. A 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during procedure, stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.